Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 20mg/ml morphine at 1.6983mg/day. It was reported that at a refill there hcp changed the concentration of the drug but forgot to change it in the programmer and perform a bridge bolus. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.